Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead code (error code 1004) was recorded on (B)(6) 2016. This was followed by several charge time exceeded codes following which the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of a shock that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this device had been lost to follow up and not seen for three years. Upon interrogation it was noted that the device recorded code 1003 indicative of battery voltage too low for the projected remaining capacity, code 1004 indicative of shorted shock and code 1007 indicative of charge time out. Surgical intervention was performed. Upon opening the pocket visual inspection noted insulation damage on the right ventricular (rv) lead. The device was explanted and replaced. The rv lead was partially explanted with the remainder capped in situ. Besides surgical intervention, no adverse patient effects were reported.